Manufacturer narrative:
Follow-up #1: date of submission 04/07/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed no evidence of short battery life; however, there were multiple battery alarms observed in the alarm history. There was no visible damage to the battery compartment. The returned battery cap was able to secure onto the pump, and the pump powered on with the returned battery cap. The electrical current draws measured within specifications. The pump was opened and no damage or moisture was observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.